Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Thrombus developed in the hemostatic valve. The event occurred approx. 1 hour and 30 minutes after start of use. Thrombus was resolved by flushing, continue used, after that, procedure was ended without problem. The procedure was completed without patient's consequence. The system did not present any error messages. The patient has not exhibited any neurological symptoms since the procedure was completed. The timing of the issue was after left atrial walk after pvi was completed, and when the stsf was removed for svc ablation. Thrombus was found. According to the doctor, it is speculated that a thrombus had formed in the cavity between the sheath and the catheter, and it came out with the catheter when the catheter was removed. They said that it did not became a big problem as it could be removed by flushing. The physician also said that recently he has not inserting and removing the catheter frequently. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 23-nov-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Thrombus developed in the hemostatic valve. The event occurred approx. 1 hour and 30 minutes after start of use. Thrombus was resolved by flushing, continue used, after that, procedure was ended without problem. The procedure was completed without patient's consequence. Device evaluation details: according to pictures provided by the customer, a thrombus was observed on the sheath. Additionally, the product was returned to biosense webster for evaluation. Biosense webster performed a visual inspection and functional test on the returned device. Visual analysis of the returned device revealed that carto vizigo sheath was returned with a coagulum at the hemostatic valve. An irrigation test was performed using a lab syringe and the device was irrigated without issues. A device history record evaluation was performed for the finished device 00001747 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).